Event description:
During preventive maintenance check, the technician found the ground resistance reading on the power cord was out of range due to a loose ground pin on the plug.

Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.